Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and resumed insulin therapy. Customer¿s blood glucose level was above 300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.